Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). Using strip lot 39739621, the result was 3.7 inr. Ten minutes later, the customer retested using a new finger and strip lot 40963821 with a result of 4.9 inr. Ten minutes later, the customer retested using the original finger and strip lot 39739323 with a result of 4.3 inr. Fifteen minutes later, the customer retested using the original finger and strip lot 41747423 with a result of 4.0 inr. The customer stated he had "reduction in green consumption". The therapeutic range was 2.0-2.7 inr.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.8 inr donor 2 inr: 2.2 inr. Donor 1 hct: 35% donor 2 hct: 38%. Testing results: strip lot: 397396-21 donor #1: retention meter and master lot strips: 2.8 inr customer meter and customer strips: 2.8 inr. Strip lot: 409638-21 donor #1: retention meter and master lot strips: 2.8 inr customer meter and customer strips: 2.8 inr. Donor #2: retention meter and master lot strips: 2.2 inr customer meter and customer strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Customer used the same finger for multiple tests and may have taken 30 seconds to dose the strip. For a second measurement a new puncture of a different finger is mandatory. When using capillary blood apply the sample to the test strip within 15 seconds after lancing the fingertip. Customer stated they were taking antibiotics. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time (inr). Customer stated the heater plate was discolored indicating it was contaminated. Relevant retention test strips (lot 397396 and 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Medwatch fields d10 and h3 have been updated.